Event description:
Boston scientific crm received information that this device detected high out of range right ventricular pacing impedances and noise which was oversensed and could be reproduced.

Manufacturer narrative:
The pocket was opened and the lead was tested with the pacing system analyzer. The lead tested normal. The lead was reinserted into the header and the impedance and noise issues had resolved. A connection issue was suspected. The device and lead remains in service. No adverse patient effects were reported.